Event description:
It was reported the device system was explanted and not replaced due to (B)(6) endocarditis with evidence of vegetation on the leads and possible septic emboli to lungs. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed no anomalies.